Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, an opening assessed, as fold flaw opening. Lymphadenopathy: unable to observe. Local reaction: unable to observe. Granuloma: unable to observe. As per the investigation procedure: particles, non-penetrating nick, creases and wear abrasion were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, left side intracapsular rupture, lymphadenopathy, granuloma. And local reaction diagnosed via MRI. Biopsy performed. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Location reaction: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side intracapsular rupture, lymphadenopathy, granuloma and local reaction diagnosed via MRI. Biopsy performed. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported left side intracapsular rupture, lymphadenopathy, granuloma and local reaction diagnosed via MRI. Biopsy performed. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events lymphadenopathy and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, ¿armpits with small adenopathies¿, ¿lymphadenopathy¿, ¿histiocytes are arranged in granulomatous aggregates accompanied by giant multinucleated cells¿, ¿xanthogranulomatous and gigantocellular reaction to synthetic material¿

Event description:
Healthcare professional reported left side intracapsular rupture, lymphadenopathy, granuloma and local reaction diagnosed via MRI. Biopsy performed. The device has been explanted and replaced with another manufacturer's device.